Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the cleaning process, the ceramic tip of the inner sheath came off. There were no reports of patient involvement, as the event occurred during reprocessing.